Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the unique identifier (UDI) and other specific product information, as the device is an investigational device.

Event description:
It was reported that the catheter could not be irrigated. During a pulse field ablation (pfa) procedure a farawave catheter was used. It was not possible to irrigate the catheter even with high pressure. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.